Manufacturer narrative:
The reagent lot number is 75670702 with an expiration date of 31-mar-2025. The field service representative found a sample liquid level detection problem. The sample needle cable was desoldered. He replaced it and performed comprehensive checks with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys cea results for 2 patient samples on a cobas 8000 e 801 module. Patient 1: the initial result was <0.300 ng/ml. The repeated results were 11.2 ng/ml and 11.3 ng/ml. Patient 2: the initial result was <0.300 ng/ml. The repeated result was 1.64 ng/ml.